Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an incorrect gauge reading occurred. The 90% stenosed target lesion was located at the moderately tortuous and mildly calcified mid right coronary artery. An encore balloon catheter inflation device was used to inflate a non-bsc 3.50x15 balloon catheter. It was noted that when pressure was applied, the balloon inflated however the gauge on the encore inflation device did not increase. The procedure was completed with another of the same device. No patient complications were reported.